Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On the same day, the patient was treated with vancomycin (1 gram every fifth day, route not reported) and magnova (1 gram once per day, route not reported) for the event of peritonitis. Eight days later, vancomycin and magnova therapies were discontinued. On the same day, the patient recovered from peritonitis and was discharged from the hospital. At the time of this report, the patient's peritoneal effluent fluid was clear. No additional information is available.